Event description:
The customer complaints blood leak during treatment. Blood flow rate, 117 ml/min, tmp, 115 mhg. The blood loss was relatively minor. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.